Event description:
It was reported that the pt had a lead revision. The hcp had planned to revise/replace both leads, but opted to just replace one lead. The other extension remained connected to the device, but the second lead was not placed. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.